Event description:
Additional information received from the MFR on 06/09/1998: co's analysis of the implantable cardioverter/defibrillator revealed a damaged output circuit due to a high voltage discharge into a low impedance load. It would be co's assessment that the low impedance load resulted from an insulation breach in the model 6936 lead occurring near the implantable cardioverter/defibrillator body. This insulation breach provided a low impedance path between the implantable cardioverter/defibrillator high voltage output circuit and the electrically active can of the implantable cardioverter/defibrillator.